Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was observed. A post-implant balloon aortic valvuloplasty (bav) was performed to improve the pvl. Upon removal of the balloon catheter used for the bav, the balloon interfered with the valve and caused the valve to dislodge. Pvl remained and the low blood pressure did not return to a normal level. Percutaneous cardiopulmonary support (pcps) was introduced, the blood pressure returned to normal and the pcps was removed. A second transcatheter bioprosthetic valve was successfully implanted. No further adverse patient effects were reported.